Event description:
This complaint was sent in via fax. The description is as follows: I primed this filter 2 times after the first prime no air bubbles were visible on the 2nd prime, with tapping multiple air bubbles and air was present in the upper red filter pressure pod and the effluent pressure pod, this filter did work with out problems. After further conversation with this customer it was discovered that the patient lost 150ml of blood. On november 20th, 2006 we received a memo indicating the blood loss was 330ml (>300ml). The reported defect seam to be MDR reportable due to blood loss> 300 ml after discussion with someone who had done the MDR assessments, it is recommended that two others be left as non-reportable, but that this one will be reportable as this was the 3rd incident that pushed the total blood loss to be 330 ml and requiring the patient to receive two units of blood. I will resubmit this MDR determination.

Manufacturer narrative:
Absence of incriminated sample for investigation (requested but not received yet). A follow up will be sent when the investigation will be closed.